Manufacturer narrative:
(B)(4). Date of birth is unknown. Due to a system issue we are unable to correct the report at this time. The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) mete. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined.